Event description:
The customer initially called to report high blood glucose and the reading was 255 mg/dl. The customer then stated she had an exam to check for stress levels and she is unsure if the insulin pump was exposed to any magnetic fields. The displacement test was performed and the insulin pump did not pass. The insulin pump passed the prime and self tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.